Event description:
The record indicated that a caller reported experiencing cgm error 42, which was associated with the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer received information on how to perform a complete pump reset. After following the instructions, the pump no longer displayed the error code, and the caller was able to start their sensor session successfully.